Manufacturer narrative:
Device 2 of 3: cev177a5 (lot: 110701) - manufacturing date: 07/2011. Device 3 of 3: cev145a3 (lot: 110702) - manufacturing date: 07/2011. (B)(6). Device 1 of 3: cev145a6: evaluation of cev145a6 indicated that the trocar sleeve was broken on the top part of the threading. No manufacturing fault was detected. It was a clean break. The break most likely happened as a result of excessive force in the absence of a punching instrument. Device 2 of 3: cev177a5: evaluation of cev177a5 indicated that the instrument presented with scratches most likely due to punching. No functional problem with the instrument was detected. Device 3 of 3: cev145a3: evaluation of cev145a3 indicated that the instrument was functioning as designed. No fault observed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
Three devices (cev145a6, cev177a5, cev145a3) were returned to mxi service and repair. It was reported that, "trocar diameter 5mm teflon broken by dr (B)(6) during use."